Event description:
It was reported that the patient accidently came in contact with smart box gantry joystick. Gantry pivot activated cw motion, l at 90 deg. Until c-arm came in contact with patient's leg. No patient injury was reported. Ge healthcare's investigation into the reported occurence is still ongoing. A follow-up report will be issued when the investigation has been completed.